Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the flow sensor will not latch properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This reported complaint was confirmed. The field service rep (fsr) replaced the defective flow sensor. The fsr performed preventative maintenance on the unit. The unit operated to MFR specs and was returned to clinical use. No add'l action will be taken at this time.